Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the verbatim: bd 253: reported date: 10/26/2023; event date: 10/26/2023; item number: 10015861a; lot number: 1023085139; item retained in defect depot?: no; picture: yes, attached; patient harm: none; area: ambulatory treatment center (life sciences plaza) event details: ¿I used non-pvc alaris tube to spike chemotherapy drug. After spiking drug, I squeezed the drip chamber and the chamber popped right off the spike. ¿

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The customer reported that the sample separated. One photo was taken by the customer which verifies the complaint. A notification was sent to the manufacturer. No additional investigation can be conducted at the supplier because no sample was returned. The root cause could not be determined because no sample was returned. A device history record review for model 10015861a lot number 23085139 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info